Event description:
Cochlear implant failure. Pt suffers from vertigo. Physician findings: the electrode appears to be intact from the implant to the facial recess. He cannot confirm continuity of the electrode through the facial recess. It does appear to be intact from the foraminal eminence through the facial turn of the cochlea. It does appear to extend into the middle or apical turns. Possible defect in the active electrode in the region of the facial recess. The electrode appears to be intact elsewhere.